Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and certificates of analysis, the most probable root cause for the possible clot or occlusion is the surgical procedure. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7050-90, lot# i0920, manufactured 01/30/14, expires 2019-01; ifuse implant, p/n 7045-90, lot# i0a78, manufactured 08/29/14, expires 2019-08; ifuse implant, p/n 7040-90, lot# i0a22, manufactured 05/19/14, expires 2019-05.

Event description:
In (B)(6) 2015, the surgeon performed a right side si joint arthrodesis on the patient placing three ifuse implants. Approximately two weeks post operatively; the patient began to complain of leg pain and bruising around the ipsilateral foot and was admitted to the hospital for evaluation. A work-up showed that the patient may have had a clot or arterial occlusion in the leg. The patient was released from the hospital without any surgical intervention and is receiving follow-up care.